Event description:
Boston scientific received information that there was "noise observed in the right ventricular (ra) lead during a recent routine check-up. The noise was not reproducible during isometrics. The ra lead sensitivity was reprogrammed, and all other lead measurements and placements are normal." Additional information was received that a revision procedure was performed. This lead was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual and an electrical inspection. The analysis of the lead demonstrated a damaged insulation at a distance of some 18 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These damages can be considered to be the root cause for the sensing issues mentioned in the complaint description. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Additionally, the inspection revealed a damaged insulation at some 41 cm distal to the is-1 connector pin, which resulted most likely due to interaction between the lead body and a nearby lead. The analysis did not reveal any sign of a material or manufacturing problem.